Event description:
Procedure: lap appendectomy. According to the reporter: the jaws were not aligned when the device locked on tissue. The device was pulled off the tissue. No reinforcement material was used in conjunction with the stapling device. The surgeon resected a small portion of the cecum to correct the failed first attempt.

Manufacturer narrative:
(B)(4).